Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is bent in the gusset area and folded over and adhered to the optic by solution and blood. The opposite haptic is bent in several areas and broken in the distal area. The optic is cut in half, typical of insertion and removal from the eye. The optic is broken and crushed over a post in the lens case. All product and batch history records are quality reviewed prior to product release. The file indicates the use of a non-qualified cartridge, handpiece and viscoelastic. Broken haptic damage was observed. The root cause is most likely related a failure to follow the IFU (instructions for use). The account used an unqualified lens/company delivery system combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during implantation of intraocular lens (iol) procedure, it was found that haptic would not unfold in the patients eye. The surgeon had removed the iol during initial procedure. Additional information received and stated that, the incision was enlarged and suture was used during the procedure.